Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that prior to given a demo, the system had a fault on the camera and the software displayed localizer disconnected. The representative (rep) rebooted the system and initially the camera worked but it would fault again. It was recommended that next time the rep was on site to check the ndi tool box for faults to further troubleshoot. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a manufacturer representative opened the ndi toolbox and there no faults on the camera and nothing in the event logs. The same was seen for the system control unit (scu) besides a system message stating invalid command. Technical services (ts) had the representative go into the application and see if the camera would fault. The representative waited five minutes with no fault light. During troubleshooting, the camera never presented a fault light beyond the boot up sequence. The representative checked out the system again and left it on for an hour and the issue did not occur.